Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30284549 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The stylet guidewire was received inside the yellow tubing and will not come out easily. The wrinkling of yellow tubing was observed while trying to remove the guidewire. The guidewire's purple connector was also hard to remove from the central port. After couple attempts, it was finally able to unscrew. Water was infused to the side port to try and lubricate the tube. After water infusion, the guidewire came out easily. The guidewire appeared bent in multiple locations. When the tube and stylet were screwed and side port was infused with water mixed blue dye to inspect for any leakage from the y-port connector and components, there was leaking observed at y-port connector central port area. A root cause has not been established. All information reasonably known as of 12 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the tube was found to be leaking air (entraining air) from the top of the tube near to where the guidewire is located.